Event description:
Additional information received on (B)(4) 2012 after the initial report indicated there were a total of three implants involved. Levels treated were l4-s1. Three ardis implants broke during the surgery. All three implants broke at the posterior portion where the implant attaches to the inserter. All broken pieces of the implants were retrieved from the patient with bayonettes. It is noted that the disc spaces were collapsed and the surgeon did not maintain the correct angle when impacting the interbody device. A fourth implant of the same was used to complete the case. There was no impact to the patient. The only delay in the case was minimal and due to additional attempts at implanting the interbodies.

Manufacturer narrative:
Manufacturing records reviewed indicated no deviations or anomalies. It is not suspected that the product failed to meet specifications. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.